Manufacturer narrative:
The device(s) associated with this adverse outcome were returned from an unknown source with no information. The patient died greater than four years from today. No contacts/events regarding the system have ever been received/reported. Consequently, contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
An implantable pulse generator (ipg) system was returned from an unknown source with no information. Information identified in the manufacture's database indicated the patient died approximately 9 months post implant of the ipg and 4 years post implant of the lead, approximately 4 years ago.

Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found. No issues were identified that required full a nalysis. This device was included in a field action, but returned product testing found the device did not perform as described in the field action.